Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a tampon and she was unable to remove the pledget from her vaginal cavity. She visited the ER for removal of the pledget. Two ER doctors were unsuccessful in removing the pledget. An ob/gyn specialist was called and finally removed the pledget from her vaginal cavity. Consumer experienced vaginal soreness and discomfort after removal of the pledget. Her symptoms resolved and she did not receive any additional medical treatment.